Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had not captured images. There were no reports of patient involvement

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Update fields: d8, h2, h3, h4, h6, h11. The product was not return to olympus for inspection; however, a field service engineer (fse) was dispatched to customer site and the complaint was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: unable to capture images due to configuration issue identified and the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer